Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that the patient's g5 application stated transmitter not found on (B)(6) 2016. Dexcom representative advised patient's father to uninstall and reinstall the g5 application and attempt to repair, this was unsuccessful. There was no report of injury or medical intervention. No additional event or patient information is available.